Event description:
The patient was implanted with a greenfield filter on or about (B)(6) 2013. On or about (B)(6) 2019, the patient underwent a computerized tomography scan (CT scan) of their abdomen and pelvis. This revealed perforation of the filter struts beyond the vena cava wall contacting adjacent structures, including the small bowel. Additionally, the filter struts were bent.